Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the custoemer had blood glucose levels of 37 mg/dl. Treated with 5 glucose tablets. Customer also reported lost sensor alerts. Troubleshooting occurred.